Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient had massive abdominal wound that was originally repaired with vicryl mesh. After six weeks, patient had organ failure, on dialysis, contracted mrsa and e-coli. Collamend was implanted over vicryl in 2007. Use of wound-vac then wet to dry dressings. Surgeon was going to attempt a component separation technique and found there was no incorporation/vascularization/granulation of the collamend-peeled right off the vicryl (which was vascularized).